Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5061816, model/catalog description: scs-linear leads.

Event description:
A report was received that following a trial lead pull procedure the patient was having a lead fracture and some of the leads contacts were not removed. The patient underwent a revision procedure wherein the trial leads were removed.

Manufacturer narrative:
Additional information was received that the physician saw a piece of a lead on the fluoroscopy that was left inside the patients body and decided retrieving the lead as he said he would do more damage trying to dig it out. The patient was doing well postoperatively.

Event description:
A report was received that following a trial lead pull procedure the patient was having a lead fracture and some of the leads contacts were not removed. The patient underwent a revision procedure wherein the trial leads were removed.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) device evaluation indicated that the end of the lead was fractured and that some of the contacts had not been removed. Visual inspection revealed that the top six electrodes are separated from the distal end. Electrodes 1 to 6 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks lack of necking and discoloration associated with welding and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. Available evidence indicates that the lead was subject to an excessive tensile load when resistance was felt during the lead pull.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:53 pm CT.the report number is being corrected from: 3006630150-2018-62231to: 3006630150-2018-61261.

Event description:
A report was received that following a trial lead pull procedure the patient was having a lead fracture and some of the leads contacts were not removed. The patient underwent a revision procedure wherein the trial leads were removed.